Event description:
It was reported that a er320 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that some clips dropped after the jaw broke at the bottom and both the clips and jaw fell into the patient. Both clips and jaw were retrieved from the patient.